Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke and weakness may occur during this type of procedure and are listed in the instructions for use as known observed and potential adverse events associated with the use of the product. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that five days post left internal carotid artery stenting procedure with xact stent, the patient experienced a stroke with increasing right sided weakness and multiple falling episodes. The left carotid ultrasound was negative. CT of the head showed right frontal parietal infarct. Treatment included continuation of aspirin and plavix. The patient's condition is continuing but improved. Though requested, there was no additional information provided.